Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 47-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella cp device for mechanical circulatory support. Prior to the patient leaving the operating room, a small amount of blood was noted at the red impella plug site. After the patient arrived to the unit, the amount of blood increased and cloth was placed around the red plug to absorb the blood. Patient was given 1 unit of packed red blood cells, 1 unit of platelets (has been thrombocytopenic since admission) followed by fresh frozen plasma (ffp) an hour later. After CT scan, the bleeding from the red plug appeared to have stopped.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root caused of the access site bleeding was most likely patient condition since the bleeding resolved on its own without any treatment or intervention.